Event description:
It was reported that the device had an unknown event "related to the bezel". There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 no findings available. Additional information : if other specify, imdrf annex g, b, c codes. H3 other text : customer provided sample photo only. No device was returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had an unknown event "related to the bezel". There was no information on patient involvement.